Event description:
It was reported that the user was getting a reading of 85 on spo2 when it was really 96 and when the cable was replaced, the problem was resolved. No known impact or consequence to pt.

Manufacturer narrative:
The product has been returned to masimo for eval. When the investigation is complete a follow up report will be submitted.